Event description:
A surgeon reported a bilateral vertical gs breakthrough supero-temporally, observed during lasik flap generation. Reporter indicate she tried to lift the right eye; however, the flap would not lift. Reporter relayed the excimer ablation was not performed and the case was aborted and rescheduled for a different day. Additional information has been requested. There are two related reports for this patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).